Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-04844. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The reported high impedance was not confirmed. The lead was returned cleanly cut as a consequence of the explant procedure. There was minor instrumentation damage. No broken wires were observed. Both terminal end segments showed indications the tails were fully inserted inside the header of the ipg. Continuity testing passed on all contact of all the segments. No physical or functional anomaly was observed that would contribute to the reported issue.